Manufacturer narrative:
Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure a screwdriver handle broke while physician was inserting a screw. All parts of the screwdriver were retrieved and the surgeon used the backup screwdriver in the set to finish the case. The procedure was completed successfully with no report or surgical delay or patient harm. Concomitant device reported: screw (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review was completed. No device history review can be performed because the lot number cannot be traced since the part is older then 18 years old. The manufacture date is unknown. Customer quality conducted an investigation of the returned device. The driver (part 314.02, lot 2059, mfg unk) was forwarded from s&r when it was determined not repairable, and visually inspected at customer quality and the complaint of broken handle was confirmed. Replication is not applicable for this complaint condition. Upon visual inspection, it was noted that the handle of the driver had a break that radiated out from the dowel pin. The handle also had smaller chips missing. All pieces were not returned. Drawings (current and oldest available) were reviewed and no design issues were identified. This device pre-dates available drawings based on device etchings and four digit lot number, meaning it was manufactured prior to 07-apr-1997, making the device more than 20 years old. DHR not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to filing and archiving of specification documents, which was in place till august 2014. Due to the age of the device no further investigation will be completed. While no definitive root cause could be determined it is likely that the device cracked due to repeated sterilization cycles over the devices 20+ live span which eventually led to the break. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: date of event, lot number, UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Corrected data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.